Event description:
Event description boston scientific received information that the lead safety switch was triggered on this right ventricular lead due to an impedance measurement greater than 2500 ohms. It was also noted that there was loss of capture at maximum output in unipolar configuration and low amplitude r waves. Boston scientific received additional information that the physician suspected an insulation break and performed a chest x-ray which revealed possible clavicular crush. The decision was made to explant the ventricular and atrial lead. Lead damage was noted both the leads upon explant. New leads were successfully implanted and there were no adverse patient effects.